Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying inaccurately high compared to an emergency medical services (ems) meter as well as her feelings or normal results. The patient also alleged the subject meter was reading inaccurately compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 5pm, the patient reported obtaining a blood glucose reading of "300, 301 and 245 mg/dl" on the lfs meter. Based on statistical methodology, the calculated difference of the results does not exceed the expected value of <=20mg/dl or <=20% obtained within 20 minutes of each other. The patient reported using self adjusting insulin (type and dose unknown) to manage her diabetes. The patient reported in response to the alleged issue she increased her dose of usual medication by 25 units, and another medication by 15 units (unknown type and time). The patient reported on (B)(6) 2012 at 4:30am, she was treated by emergency medical services (ems). The patient reported a reading of "38mg/dl" was obtained by ems on their meter and glucose tablets were administered. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement, and the patient was using an approved sample site for testing. The patient's test strips were in good condition. However, a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. These complaints are being reported as an adverse event because the patient's blood glucose was measured to be severely low by ems and the patient required assistance from ems to prevent further injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. Retains also passed testing with no faults found.lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.